Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-03123. It was reported that the patient was experiencing autoreducing stimulation. Reprogramming was unable to resolve the issue. In turn, the patient underwent an scs system revision wherein two new leads were implanted and connected to the scs ipg. The original leads remain implanted, albeit disconnected and inactive. The issue has since reportedly been resolved as stimulation has been restored postoperatively.